Manufacturer narrative:
Apoc incident # 917962 apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) , abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.13 ng/ml on a 42 year old female patient with atypical chest pain; indigestion; anxiety; & shortness of breath at rest.. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2023, collected: 15:35, tested: 15:40, result (ng/ml): 0.13, sample: venous # 1. Method: I-stat, date: (B)(6) 2023, collected: 15:53, tested: 15:58, result (ng/ml): 0.00, sample: venous # 2. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 11-jul-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23010.

Event description:
Na.